Event description:
Surgeon performed a lap ventral on an obese (260 lbs) female pt in 2006. Used a 20 x 25 sheet of proceed mesh and approx 26 easytac fixation elements. Re-intervention required eight days post initial procedure due to partial detachment of the mesh. This was corrected with another mesh and other fixation elements to cover the defect. Pt is doing well, no further complications reported.